Event description:
Two surgical fibers were returned to the manufacturer with no additional information provided and no further information could be obtained. There was no report of injury. This report is for the second fiber.

Manufacturer narrative:
(B)(4). Reference MFR#: 2937094-2013-00728. Fiber analysis: the fiber cap was found to be attached and intact, however drilled through; the cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to tissue contact and or anatomical/procedural factors encountered during the procedure.